Event description:
It was reported that an ilet user experienced a connectivity issue when pairing the ilet with the ilet app and a dexcom g7 sensor, with the ilet displaying ¿pairing to sensor¿ and the app not receiving glucose readings. Symptoms included no glucose data available to the ilet due to sensor communication failure. Outcomes included temporary loss of continuous glucose monitoring data without alerts or alarms. Investigation included customer-support guided troubleshooting and user education. Investigation of this case revealed that toggling between g7 and g6 settings and re-entering the sensor code was performed, and the ilet remained in pairing mode at call conclusion. It was concluded that the event was related to signal loss or pairing failure between the ilet and the dexcom g7, with no injury reported.